Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 471 mg/dl at the time of event. No further information available.